Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to non-olympus product was installed. However the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "[warning] non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no b30 scope communication noted during the device evaluation. However, the front panel chassis and bottom chassis both had corrosion present. Additionally, a non-olympus lamp had been installed and was providing a reading of 50 hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting a b30 scope communication error during preparation for a colonoscopy procedure. According to the initial reporter, the intended procedure was completed without patient harm by using another unit. The customer did confirm a 10-minute delay; however, the patient was not yet under anesthesia.